Manufacturer narrative:
The probable root cause of error 17 may be attributed to user-induced problems including loosely connected, improperly seated, or disconnected blue fiber cable. The system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reseated fiber connections worked with dvstat to verify fiber signal strength to all carts. Ergo errors with foot pedals appeared during testing. Calibration was completed and error did not present during testing. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted surgical procedure, error 170 and other errors, including error 31089, were observed in the logs. Prior to contacting support, the caller confirmed that all blue fiber cables were fully seated. The technical support engineer explained that the issue was related to the blue fiber cable connected to console 2 and advised powering off the system to reconfigure the blue fiber cables. However, the caller stated that the surgeon decided to convert to a laparoscopic approach as the patient had been under anesthesia for too long. The caller confirmed that the tower was connected via a blue fiber cable to console 2, which was then connected to console 1. The logs confirmed this setup, showing the tower connected on blue fiber port 1 to console 2, with no connection on blue fiber port 2, and the robot connected on blue fiber port 3. The error 31089 was associated with console 2's blue fiber port 2. The caller mentioned they would convert and call back after the case for further troubleshooting. The customer reported event has no report of patient injury.